Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: results received from the engineering team. Investigation summary: issue 1: the investigation could not confirm the reported issue of, " while cutting the distal femur, on the second pass the saw took about 2 to 3 more mm." Issue 2: the investigation could confirm the reported issue of, "on the posterior cuts the saw was air balling on the lateral side while also taking 4mm on the medial side when the planned resection was 8mm. " this issue was investigated and reviewed by the systems team. Issue 1: inaccurate femoral cuts: the user did not utilize the pointer tool to verify the distal and posterior resection cuts, so an assessment of inaccuracy of these cuts could not be performed. The investigation found that the most probable root cause of the issue is a combination of potential array movement and leg/robot movement. The investigation found that the user incorrectly placed the checkpoint on the array itself. When the checkpoint is not placed on the bone, array movement cannot be confirmed. Please ensure the array is properly secured during the procedure to avoid array movement. The user has placed the checkpoint location on the femur array itself, so verifying if the array has moved is impossible. Checkpoints made at the base of the array pins or on the array itself can prevent detection of array movement. The checkpoint should be made away from the pins/clamps. The investigation found that there was considerable array movement during distal and posterior femoral cut steps. The investigation found that the verify checkpoint was done before cuts were performed, but during the distal and posterior cut steps, it looks like the femur array may have possibly been moved. The verify checkpoint for the femur was never done after the cuts, so array movement cannot be confirmed. While the exact cause of the array movement cannot be established, array movement is generally caused by the arrays not being securely attached. Please ensure the array is properly secured during the procedure to avoid array movement. If the verify checkpoint step cannot be completed, please do not continue the operation. Adjustments are not permitted after the first bone resection: if bone array movement occurs the reference frame becomes inaccurate. The robotic-assisted procedure must be aborted, and the procedure must be completed using conventional manual instruments to confirm that the bone arrays have not moved. The investigation found that multiple messages of the following are seen throughout distal and posterior femoral cut steps: "[saw disabled] saw blade plane deviates too much from the cutting plane", and "[saw disabled] saw blade 'tip' point is too far from cut reference point". This indicates that there was considerable leg/robot movement during distal and posterior cut steps. This would cause power to the saw handpiece to be cut. The constant cutting of power while during the cut means movement is large enough that the system cuts power, this could lead to inaccurate cuts. During operation the robot moves rapidly. Robot movement is generally caused by the system not being properly mounted to the bedrail. The patient¿s leg must be stabilized during resections. The surgeon¿s preferred leg holder may be used to stabilize the leg if it does not inhibit the function of the velys¿ robotic-assisted solution. Prior to each resection, ensure the leg is stabilized in the desired position. The IFU outlines: any large leg/robot movement will require a rapid adjustment by the robotic-assisted device and can potentially introduce inaccuracy. Issue 2: saw was airballing: the investigation found that the most probable root cause of the reported issue of saw airballing is related to the array movement. Other factors include: saw handling, the saw not being in the target plane, and both saw array and bone array are not consistently visible to the camera and eventually the system cannot detect array position accurately. If the array moved occurs after the cut was performed, then likely it will appear that the sawblade is "air balling" over the cut depending on the direction of the array movement. The investigation found that based on the flags found in the review of distal and posterior femoral cuts, it appears that the source of saw airballing is that the saw was not aligned with the target cut plane. The following flags are seen: "0x0f5c2247", "0x0f1c0267", "0x0f1c0257". The flags show that the robot is constantly trying to move to adjust and alternating between cut allowed and not allowed, meaning power to the saw would be cut. The most probable cause of the reported issue of saw airballing, use error related to saw handling and the saw not being in the target plane. This could be due to a number of factors such as small instabilities in the leg or robot but can also be caused due to the user 's applied force conflicting with the saw position or "fighting the robot" in it's efforts to maintain the saw in the target cut plane. The investigation also found that the potential cause for saw air balling is that both saw array and bone array are not consistently visible to the camera and eventually the system cannot detect array position accurately. This is confirmed by multiple messages of "saw tracker visibility lost " and "target bone" tracker visibility lost" displayed during posterior cut. Multiple messages of "blocked tracker" also displayed during the cut steps. This indicates that both saw array and bone array are not consistently visible to the camera and eventually the system cannot detect array position accurately. Loss of visibility or improper positioning of the device array or saw arrays can disrupt the guided path of the saw, which would eventually result in saw not moving in the resection plane as expected. This would have been caused by the user by not positioning the camera, saw handpiece, and the target bone array during the cuts in such a way that the camera's line of sight to each array is clear. The arrays are frequently blocked throughout the cut steps. It is the intended behavior of the system to cut power to the saw if the bone array becomes blocked. There are no defects found with the system or software. The software was performing as intended. The user indicated that there was no negative impact to the patient outcome and no patient harm and the investigation indicates that the system was behaving properly. Issue 2: the investigation found that the most probable root cause of the reported issue of saw airballing is use error related to potential array movement. Other factors include; saw handling, the saw not being in the target plane, and both saw array and bone array are not consistently visible to the camera and eventually the system cannot detect array position accurately. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure, while using the robotic assisted satellite station device and the robotic assisted base station device, it was observed that while cutting the distal femur, on the second pass the saw took about two to three more mm. And, on the posterior cuts the saw was air balling on the lateral side while also taking four mm on the medial side when the planned resection was eight mm. It was unknown if the robot was mounted to the bed. There was no delay in the procedure due to the event. There were no adverse consequences to the patient. No additional information could be provided.